Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an image that was blurred, indistinct and noisy. The issue occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the suggested event likely occurred due to a defective light guide connector plug. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.